Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) smelled smoky and would not turn on. It is unknown under what circumstance this event occurred; however, no injury and no device contact with the patient.